Event description:
Reporter stated, the buttons on the infusion device are defective. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully.

Manufacturer narrative:
The event occurred in (B)(6).